Event description:
Covidien received information stating that an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to service device.